Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support advised them this was considered off label use. Customer reloaded the cartridge to resolve the issue. There was no reported impact to customer's blood glucose level.